Manufacturer narrative:
Corrected h8. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Added: PMA/510(k)number and annex g component code.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm and both iliac artery aneurysms using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses (vbx) with embolized a left inferior gluteal artery using plug (plug 4) and an inferior mesenteric artery. Hgb161407a was implanted in a left external iliac artery. Bxa115901j was implanted to extend distally. Bxa074901j was implanted to extend distally to a left superior gluteal artery. On unknown date but 2021, at a follow up, a computed tomography revealed occlusion of hgb161407a, bxa115901j and bxa074901j. No treatment for the occlusion was reported. The physician stated that the occlusion could be caused by a weak out flow. It might have been better to perform a dual anti-platelet therapy. Reportedly, no kink and no compression of the stent grafts of hgb161407a, bxa115901j and bxa074901j were observed.